Manufacturer narrative:
The cover screws were reinstalled and the collimator operated according to specifications.

Event description:
The cover which prevented the collimator from falling had missing screws.